Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -18.0/+4.0/073 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted due to excessive vaulting and shallow anterior chamber depth. The patient experienced high eye pressure and pain. The lens was discarded by the facility. The patient's post-op best-corrected visual acuity was 20/30.

Manufacturer narrative:
The reporter indicated the lens was explanted and exchanged on (B)(6) 2017, for a shorter lens. The lens exchange resolved the problem. The patient is doing well, the vault is sufficient and the intraocular pressure is within normal limits. (B)(4). Required intervention to prevent permanent impairment/damage (devices). (B)(4).